Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that indicated the lead will not be revised. The device was reprogrammed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited impedance measurements greater than 2,000 ohms. All other measurements were appropriate. This patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)